Manufacturer narrative:
Date sent to the FDA: 12/14/2020. Additional information: a1, a2, d1, d3, d4, g1.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) represents the adverse event which occurred on (B)(6) 2019. (B)(4) represents the adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent recurrent ventral hernia repair surgery lysis of adhesions and appendectomy on (B)(6) 2019. It was reported that the patient underwent ventral hernia repair surgery and removal of adhesions on (B)(6) 2019. It was reported that the patient experienced severe pain, adhesions, nausea, vomiting, chills, inflammation, scarring, disfigurement, loss of appetite, stress and anxiety. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 03/30/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.